Event description:
The tech alleged the brake casters were not holding. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster, brake steer caster and the brake hex rod to resolve the issue.